Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 07 oct 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to loosening, instability, and pain. The surgeon indicated the femoral and tibial components were removed using a small saw and series of osteotomes, and both components appeared to be somewhat loose. He reported the patellar component was grossly loose and revised. The patella was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2016 (lt knee).